Event description:
It was reported by the aci sales professional that a pt underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained the common femoral artery via a 6f sheath (unknown model). A pre-procedure femoral angiogram revealed the vessel to be approximately 6 mm in size. Post procedure, the deployer, who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the sealant was deployed above the skin line. The physician removed the device, and converted the pt to 20 minutes of manual compression. Hemostasis was successfully achieved. The pt was discharged to home after 6 hours of bed rest (same day of procedure), with no reported clinical sequela. No further information is available.

Manufacturer narrative:
The device was received with the shuttle cartridge engaged to the handle. The sealant was soaked with blood and separated from the catheter. The advancer tube was inside the shuttle cartridge (this received condition indicates an incomplete engagement of the advancer tube). If the shuttle cartridge is not advanced completely, the tip on the advancer tube will not lock in place, therefore allowing the sealant to partially or completely retract from the arteriotomy during return of the shuttle cartridge to the catheter handle. Damages were observed on the proximal end of the advancer tube and on the proximal tamp lock. A number of component features were measured that could have potentially contributed to the incident. All features were found within specification. Based on the provided information and the investigation performed, the root cause for the engagement failure could not be conclusively determined. The review of the lhr (lot f1210302) indicated that the mynx lot met all established performance criteria prior to shipment.